Manufacturer narrative:
Continued h.6. Health effect- impact code: f2201. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported no complaint against the left side device. Later,physician reported "bilateral rupture was found via breast MRI." Device ahs been explanted and replaced with non-allergan device.